Manufacturer narrative:
The damaged cable was removed by local service and the plug was replaced. Internal ID # (B)(6).

Event description:
It was reported to siemens that a damage to the cable was found on the mobilett mira unit. The issue reported was to the main power cable approximately 300mm from the plug. The external insulation and the inner core insulation were cut causing some arcing. It is assumed that the cut was caused by the cable being run over or being trapped in a door damaging the cable. No injury was communicated in this case. The reported event occurred in (B)(6).